Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced post procedural haemorrhage ("bleed for over a month after ablation"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal and post procedural haemorrhage to be related to essure. The reporter commented: 33 years old at time of hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to duplicate of the case (B)(4). All information from deletion case is transferred to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation ("endometrial ablation") and experienced post procedural haemorrhage ("bleed for over a month after ablation"). The patient was treated with surgery (full hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the medical device removal and endometrial ablation outcome was unknown. The reporter considered endometrial ablation, medical device removal and post procedural haemorrhage to be related to essure. The reporter commented: 33 years old at time of hysterectomy. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received.new event bleed for over a month and endometrial ablation added, reporter information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. In 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.